Event description:
Customer reported that the insulin pump alarmed and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor. Missing end cap sticker noted during visual inspection. Support disk was inspected and no anomalies were noted.